Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013. Upon follow-up CT scan, an increased sac diameter was observed with a non-descriptive leak in the distal aorta. The secondary case for this patient was completed on (B)(6) 2017 and the patient was relined by implanting an afx2 bifurcated stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; a secondary procedure. The sac growth complaint is also confirmed. The non descriptive leak was refuted rather, there was a type iiib endoleak of the main body. The most likely cause of the type iiib endoleak was the use of the strata material. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented these types of events will be monitored and trended as part of the quality system